Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she was hospitalized due to high blood glucose level on (B)(6) 2015. She didn't recall her blood glucose level at the time of admission. She was experiencing nausea, back and side pain, and had fever of 101 degrees. Customer had a urinary tract infection and hypoglycemic event due to treatment in the hospital. She has been experiencing unexplained high blood glucose since (B)(6) 2015. She woke up with blood glucose of 343 mg/dl before at bed time it was 260 mg/dl. Troubleshooting was performed for high blood glucose and no anomalies were noted. Customer declined preforming high pressure test, checking for leaks and air bubbles, and site. Customer was advised to change infusion set, reservoir, and insulin. Customer is not returning the insulin pump for analysis.